Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify the reported leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed at the luer connector during treatment with a prismaflex m100 set c. There was no visible defect on the luer. There was no patient injury or medical intervention associated with this event. No additional information is available.